Event description:
The customer reported to olympus that the visera elite video system center had loose parts in the device. There was no patient harm associated with the event. The device was evaluated, and it was found that there was intermittent image and power switch was twisted. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to intermittent image and the circuit inside the power supply unit was exposed. Additional findings are as follows: power switch was twisted; front panel was cracked; top cover was deformed; chassis was deformed; due to expired life expectancy of battery, the wrong time was displayed; there was a gap between power supply unit; and there was damage on universal serial bus board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the loosened circuit board and the cracks on the printed circuit board, for power supply exposed the event most likely occurred due to a gap in the power supply unit. Olympus will continue to monitor field performance for this device.